Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and device not detected on bus. The customer stated that this malfunction caused a delay when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer was failed and device not detected on bus. A field service engineer (fse) checked the station and found drawer 2 completely out with no lights. The fse replaced the controller boards, rebooted the station, and tested successfully. The system functioned as intended after the field service engineer repaired the device.